Event description:
It was reported that the product was applied following breast reduction surgery. Pt had wounded breakdown seven to 10 days later. The pt had a positive culture for pseudomonas infection and was returned to surgery for excision of local skin. The attending reports advising the pt to avoid the spa, hot tubs, or bathing. Current condition of the pt is unk.